Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was able to confirm the reported damage reported by the customer. After further investigation of the reported issue, vyaire medical reached out to the customer for additional information, the customer stated that they had a marker on the floor in their MRI room as an indicator for the placement of the ventilator. After further evaluation, the customer discovered that the measurement was inaccurate and they have readjusted the measurement mark.

Event description:
It was reported to vyaire medical that the ventilator was sucked into the MRI machine. There was no report of any patient involvement associated with this reported event.